Manufacturer narrative:
This device is not available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the outer box product size of a smart control (7mmx30mm) is different form the size of the product (8mmx40mm) written on the shaft. The device was not used in the patient.